Manufacturer narrative:
(B)(4). There is no appropriate conclusion code. The device history was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). A sample of (B)(4) lot was received for evaluation. This device is 10 years old and has exceeded the expected life. The carbide jaw inserts are heavily worn to a smooth edge and degraded. One of the inserts is cracked in the middle and half of the insert is missing. The jaw which holds the insert is still intact. The root cause is used beyond useful life. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the tip of the needle holder fell off into the dog while performing exploratory surgery for foreign material. The broken tip was found and retrieved. The patient's condition was reported as fine.